Event description:
It was reported the patient lost stimulation due to ipg being inoperable. The sjm representative confirmed the communication issue between the ipg and external devices. Surgical intervention may be take place at a later date to address the issue.

Manufacturer narrative:
Corrections/removal reporting number: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified, the patient underwent surgical intervention on (B)(6) 2016 wherein the ipg was explanted and replaced with a different model which resolved the issue.